Event description:
It was reported to covidien on (B)(6) 2014 that a customer has an issue with a dialysis catheter. The customer related that there is a leak at the y-junction, the catheter was placed in jugular. On (B)(6) 2014, the catheter was pulled and replaced. The catheter remained in the pt during 2 years.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.